Manufacturer narrative:
Vyaire medical reference number (B)(4). At this time, vyaire medical has not received the suspect device from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was in use on a patient and the blender was not working. The blender only reads up to 60%. The patient was manually ventilated for two hours and there was no permanent patient harm/injury associated with this issue.